Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the reporter contacted lifescan (lfs) alleging that the lay user/patient became weak and sweaty 3 hours after taking an increased dose of novolog insulin based on a "hi" meter result on his onetouch ultramini meter. A "hi" meter result indicated a blood glucose level greater than 600 mg/dl. No other blood glucose tests were obtained on another device and no other forms of treatment were reported. The reported incident occurred the day prior. The cca went through troubleshooting with the pt and discovered that expired test strips were being used, which can contribute to inaccurate high meter readings. Replacement products were sent to the pt. Although expired test strips were being used, this complaint is being reported because the pt allegedly became hypoglycemic after taking an increased dose of insulin based on a "hi" meter result, obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.